Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2016. The patient began noticing increased swelling and pain on the left side about 3-4 weeks after surgery. An incision and drainage was performed in (B)(6) 2016 and a subcutaneous fluid collection was noted with overlying erythema (redness) and edema (swelling). The patient's condition improved until (B)(6) 2017 when she noticed acute swelling again in the left tm joint. The surgeon removed the devices in (B)(6) 2018 and is planning on placing revision implants once the infection has been resolved.

Event description:
The patient's left tmj implants were removed due to infection.